Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device involved: tgt3420/9022172. (B)(4).

Event description:
In a review of published literature, these findings were noted: akira katayama, et al. "Repair of stent graft-induced retrograde type a aortic dissection after thoracic endovascular aortic repair." Japanese journal of cardiovascular surgery 01/2015; 44(3):133-136. On (B)(6) 2012, a patient presented with dilatation of the distal aortic arch due to chronic type b aortic dissection. She underwent thoracic endovascular aortic repair (tevar) in zone 2 with gore® tag® thoracic endoprostheses (tgt4015/8861347, tgt3420/9022172) for closure of the entry site at the proximal descending aorta. Angiography showed a proximal type I endoleak; thus touch-up ballooning was performed at the proximal end of the tgt4015. Tevar was successfully performed and blood flow in the false lumen stopped. Postoperatively (on an unknown date), the patient developed paraparesis and spinal drainage was performed. On (B)(6) 2012, a right subclavian artery to left subclavian artery bypass surgery was performed to restore blood flow to collateral vessels to spine. On (B)(6) 2012, the patient was transferred to another hospital for rehabilitation. On (B)(6) 2012, the patient was admitted to the hospital with syncope. CT scan revealed type a aortic dissection, and emergency surgery was performed. The entry was identified at the proximal edge of the proximal device (tgt4015) and ascending aortic replacement was performed with preservation of the devices. No complications were reported after the open surgery. On (B)(6) 2012, the patient was transferred to a rehabilitation hospital. On an unknown date in (B)(6) 2012, the patient expired due to cerebral bleeding.